Event description:
It was reported that a balloon burst occurred. The target lesion area was located in a calcified blood vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the first inflation at 12atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was good post procedure.